Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's surgery to replace the lead is anticipated, but has not been scheduled yet. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jan-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had intermittent stimulation. Regardless of active group and despite confirming that stimulation is on by checking the controller. The stimulation often turns back on throughout the day without her manually making any changes. The patient fell down the stairs about a year prior to the report, and impedances showed contacts 10, 12, 14, 15 all greater than 10,000 ohms. The rep reprogrammed a new group (e) using only the good contacts. The patient verified that she had acceptable coverage of her low back and left leg pain, but she wanted the leads replaced to resolve the issue. No further complications were reported.